Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was presented with acute myocardial infarction and cardiogenic shock (ami cgs). The impella was implanted prior to revascularization. The patient was transferred to the intensive care unit (ICU) the following morning due to left ventricle degradation with decreasing end-organ perfusion and acute pulmonary edema. It was reported that the impella position was incorrect as the outlet was noted to be across the aortic valve and repositioned utilizing transthoracic echocardiogram (tte). It was stated that the patient was on non-invasive ventilation and dialysis after the prescribed diuretics were ineffective. It was noted that plasma-free hemoglobin (pfhb) was provided to the patient. It was reported that the fluid discharging on dialysis was red in color and hemolysis was suspected as good pump position was not confirmed through imaging, therefore it is unknow whether the reposition of the imeplla device resolved hemolysis.